Event description:
The patient claims that he accidently dropped the pump into a tub of water and now the up, down and ok buttons do not respond. The patient denies any damages to the keypad. The patient denied exhibiting any symptoms due to the alleged issue. The pump is tested for immersion in water to a depth of 12 feet. The alleged issue was not resolved and the product was replaced. The complaint is being reported since the alleged issue was not resolved over the phone.

Manufacturer narrative:
(B)(4): unable to test keypad functions: moisture damage prevented adequate investigation. The pump was returned with visible moisture in display lens and the keypad was torn at the contrast key. A keypad leak was found during leak testing. Pump booted up with an audible sound and no vibratin and a blank display screen. Pump cover removed; moisture was present in pump. Cannot download pump. Keypad removed; there was visible contamination under all the key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation is not complete. Once evaluation is complete a supplemental will be submitted. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.